Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study via a manufacturing representative reported battery depletion and a defective electrode since (B)(6) 2016. The lead and neurostimulator were replaced and the issue resolved on (B)(6) 2016. The event was assessed as not serious, not related to the procedure, and related to the stimulator and lead. Medical history included idiopathic functional urinary incontinence since 2008.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328 lot# 0205921960 serial# implanted: (B)(6) 2012 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a premature battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 309328 lot# 0205921960 implanted: (B)(6) 2012 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was not related to the stimulator but related to the lead. No further complications were reported/anticipated.